Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient complained she had to pee while the catheter was in place. The nurse reported that she knew that they were not supposed to, but she stretched the tubing out to the floor. Almost 900 cc's of urine was drained out. This also happened another time, and she reported getting over 600 cc's out.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Maintain unobstructed urine flow and keep the catheter and collection tube. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." (B)(4).

Event description:
It was reported that the patient complained she had to pee while the catheter was in place. The nurse reported that she knew that they were not supposed to, but she stretched the tubing out to the floor. Almost 900 cc's of urine drained out. This also happened another time, and she reported getting over 600 cc's out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient complained she had to pee while the catheter was in place. The nurse reported that she knew that they were not supposed to, but she stretched the tubing out to the floor. Almost 900 cc's of urine was drained out. This also happened another time, and she reported getting over 600 cc's out.